Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump went into suspend mode and locked. Customer was not able to clear due to buttons not responding. Customer's blood glucose was not reported. Customer was in the hospital for non-diabetes related issues and was not able to get assistance.